Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Health effect - impact code: f2303.

Event description:
It was reported that the patient had an infection that started as an abscess near a stitch of the generator incision that spread to the entire generator site incision. It was also noted that the generator was visible through the skin at the center of the device, caused by the infection. The physician believes the cause of the infection was a combination of the way that the patient was closed during surgery as well as the patient delaying returning to clinic. The patient underwent two debridement surgeries and a round of intravenous antibiotics prior to undergoing a full explant. The patient will continue to undergo IV antibiotics and was re-implanted on the right side to prevent further infection and maintain seizure control. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.